Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('displacement of presumably the right essure coil to a subserosal fundal right cornual location') and embedded device ('displacement of presumably the right essure coil to a subserosal fundal right cornual location') in an adult female patient who had essure inserted. The patient's medical history included dyspareunia, urinary urgency, endocervical squamous metaplasia, chronic cervicitis, paratubal cyst, pelvic pain and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and embedded device outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: right: 1 coil, left: 1 coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-nov-2021: quality safety evaluation of product technical complaint. New event added- embedded device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displacement of presumably the right essure coil to a subserosal fundal right cornual location') in an adult female patient who had essure inserted. The patient's medical history included dyspareunia, urinary urgency, endocervical squamous metaplasia, chronic cervicitis, paratubal cyst, pelvic pain and uterine enlargement. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: right: 1 coil, left: 1 coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.